Event description:
A surgeon reported during a procedure the ultrasound power was too high which resulted in corneal edema. The patient "recovered with persistent condition." Additional information has been requested but non has been received to date.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).